Event description:
It was reported that two implants at tooth sites # 11 and 21 were removed due to an allergic reaction. Patient suffered from pain. Bone density type: ii.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. D1: brand name: unknown / provided. D4: additional device information: unknown / not provided. D.10: concomitant medical product: unknown zimvie implant, lot: unknown. G4: premarket identification PMA/510(k) #: unknown / not provided. H4: device manufacturer date: unknown / not provided.